Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen slider on handle was sticking and they did not feel comfortable forcing it into place during implantation in left eye. No eye injury noted. Surgery was completed with 2nd xen device.